Manufacturer narrative:
Batch review performed on 31 october 2018. Lot 1720581: (B)(4) items manufactured and released on 05 january 2018. Expiration date: 2022-12-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed the 30th of october 2018 by r&d product manager: only the implant (pedicle screw) was returned. The implant looks intact without signs of defect. The event seem related to "uncomfort" with the design/ergonomics of the instrument; however, no failure/damage/"breackage" of the same can be assessed. Alternative designs of compression devices are available and more under development. Other device involved: pedicle screw compression pliers, reference 03.51.10.0041, lot. Unknown.

Event description:
The pedicle screw loosened when compressed with the compression pliers. The pedicle screw was replaced and a backup instrument used. No vertebra damages. The surgery was completed successfully and without delay.